Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's wife reported the patient previously had an MRI and the pod was taken off prior to the MRI by the medical staff without her knowledge. The patient has difficulty with his memory and forgot the pod had been removed. The patient was off his pod and without any insulin for about a day before it was noticed. No additional information is available. Three due diligence attempts have been made for further information without success.